Event description:
Device 4 of 5. Reference MFR report#: 1627487-2012-05480, 05481, 05482, 05484. It was reported the pt was experiencing intermittent stimulation and discomfort at the ipg site. During surgical intervention two of the pt's leads (from the same lot) were connected to a new ipg, but no power could be generated. Another new ipg was connected to both leads and the problem persisted. An impedance check was performed and no anomalies were revealed. An extension was tried to help resolve the issue but was unsuccessful. As a result, the procedure was aborted. On (B)(6) 2012, the pt's scs system was explanted and replaced. The extension will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.